Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found that the unit is receiving bf probe purge failure on all 4 wash probes. The fse checked all connections between the syringes and valves. Found bf 4 was loose from the bottle to the 3 way valve, which could cause air to get into the system. Fse replaced the washer electrode assembly and 3 way valve on bf4. A quality control run was performed and all results were within range. Instrument is functioning as intended and was released. The most probable cause for this event is a failure of bf4 solenoid and loose connection. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2241 b/f probe 3 purge failure and error 2242 b/f probe 4 purge failure on their aia-2000. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lh ii, fsh, progesterone, bhcg and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.